Event description:
Boston scientific neurovascular became aware of an event in which the physician tried to place the matrix extra firm-3d coil, it detached prematurely. The sub ject device was carefully removed together with the microcatheter. No ocmplications were reported to have occurred with the patient during this event.